Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, and mildly calcified lesion in the mid internal carotid artery. An attempt to inflate a 5x80mm armada 35 balloon catheter was made; however, a leak at the balloon catheter junction was noted. The procedure was successfully completed with an unknown balloon dilatation catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.